Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with reports of syncope. The patient was evaluated where their electrogram (egm) was reviewed and determined to be normal. In addition, there were no correlating events associated with the reported syncope. It was noted that the device features autocapture and trends are turned on. Technical services (ts) was consulted and recommended programming options. Device optimization is recommended. Subsequently, the ER physician opted to admit the patient to the hospital. The ER physician is consulting with cardiology. The device remains in service at this time. No additional adverse patient effects were reported.